Event description:
The dr was trying to insert the sensor down the uac. The rear clamp and advancement lock were open, but experienced immediate difficulty trying to advance the sensor. Dr had never experienced this problem before and said it felt like a mechanical failure. And feels unsure as to whether the sensor ever reached the uac, as it was stiff and very difficult to advance insertion was aborted very quickly. However, during this attempt, the blood tracked back up the uac into the sensor tubing and leaked out from the advancement lock. The sensor was immediately disconnected and removed. The sensor will be returned to the MFR for investigation. No pt harm or injury was reported.